Manufacturer narrative:
The device is returning to arthrocare for investigation. A follow-up report will be provided once the device investigation and lot history review are completed.

Event description:
On (B)(6) 2010, the patient underwent a knee arthroscopy using a super multivac 50 with integrated finger switches. Near the end of the procedure, the scrub sister noticed that the electrode tip was missing. Imaging of the patient's knee was performed to try to locate the electrode, but no traces of the electrode were found in the joint.